Event description:
The dental implant, fx6012swc was removed on (B)(6) 2017 due to loss of osseointegration 1 year and 6 months after implantation. The doctor indicated that local infection and pain caused the implant removal. The patient has no medical history. The patient has been recovered.